Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian artery. After a non bsc stent was deployed, a 12.0x40, 75cm gladiator¿ balloon catheter was advanced for post dilatation. However, on the 1st inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified a longitudinal circumferential tear (v-shape") in the balloon material. The tear was located at 1cm proximal to the proximal edge of the distal markerband and it extended proximally along the balloon for a total length of 1.4cm. There were no issues noted with markerbands on the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian artery. After a non bsc stent was deployed, a 12.0x40, 75cm gladiator¿ balloon catheter was advanced for post dilatation. However, on the 1st inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.